Manufacturer narrative:
Event conclusion: cpi analysis found that the ipg passed all automated electrical measurements and paced and sensed normally during all tests. When the device was received at cpi it had a hex wrench tip broken off in the ventricle set screw, and was backed up against the capture washer. That means that the customer was able to loosen the set screw, but broke the hex wrench off inside the hex slot in the process. There were no wrenches / screwdrivers returned to cpi for analysis. Due to the customer complaint of the set screw being stuck in the down position, it is believed that either the set screw was over torqued in the positive direction or that there was foreign material in the set screw threads. Analysis of the lead found that it meets all physical specifications and passed the conductor resistance test.

Event description:
Event description cpi received information that during an invasive procedure to reposition the ventricular bipolar lead the physician was unable to loosen the set screw of this implantable pulse generator (ipg) with the cpi torque screwdriver. Therefore, the ventricular bipolar lead was extracted with the ipg. A new ipg and lead were implanted successfully.